Event description:
It was reported during a thoracoscopy while using the atb35 the device misfired. A new atb35 was pulled to complete the case. There is no add'l info available at this time. There was no consequence to the pt.